Manufacturer narrative:
The returned unit was submitted to a visual inspection. The unit has one long and linear scratch mark on the right side of the probe (electrode facing forward) that begins on the lumen all the way down into the insulation. The edge of the insulation receiving the impact scratch mark is slightly torn open. No other insulation damage was observed. According to the serfas energy probe family risk management plan, probable root causes for the reported condition can be associated, but are not limited to: non conforming component; poor assembly process; misuse. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that black plastic parts from the probe was delivered to surgical site. However, it was removed by the surgeon via grasper.

Event description:
It was reported that black plastic parts from the probe was delievered to surgical site. However, it was removed by the surgeon via grasper.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.